Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Ous MDR - it was reported that this lead had pacing failure. A CT and ECG were performed and confirmed ventricular perforation. The patient suffered from viral myocarditis and high fever at time of implant. Physician monitored patient. Patient death believed to be caused by impaired heart function due to fulminant myocarditis. Date of patient death was not provided. Should additional information be received this file will be updated.